Event description:
According to the cardiology consultation: "he had 26 shocks in the past several days, which on analysis were inappropriate. This is interesting as they relate to noise in the lead that was not recorded on a routine evaluation of the device and leads. A routine evaluation showed normal impedance on all leads, as well as normal pacing and sensing parameters. Electrograms, however, showed the noise and the subsequent inappropriate therapy." Notes from the operative report: "the device was delivered into the wound. The patient had a dysfunctional right ventricular ICD electrode which had occasioned 26 inappropriate shocks because of noise despite normal electrical parameters on static measurements. The leads interface with the header was noted. There was some blood in the header, but the lead was appropriately within the header and secured. Examination of the lead within the pocket revealed no abnormalities. The lead was dissected free down to its insertion site into the subclavian vein with the suture fixation removed. Lasering was required within the innominate-subclavian system, but then the laser passed readily to the heart where we were able to remove the lead from its fixation to the ventricle, again using minimal laser in this area."